Manufacturer narrative:
The received device had the cannula assembly deployed. Initial observation of the device found cracks on the top housing. Although this damage was observed, it did not affect the function of the device. Inspection of the fluid path found no evidence that would result in skin irritation at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16; using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The father reported pain during pod wear and irritation. The pod was worn for about 30 hours on the hip/buttocks and was removed, as the site was itching and painful. When the pod was removed the site was red, irritated, and there was puss at the site. Patient went to urgent care. The site was looked at but there was no actual diagnosis. The patient was given a prescription for keflex and bactroban, to use if needed. Father stated they have not used it as the site has improved on its own.